Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at th10 for compression fracture due to trauma. According to the report, cement extravasation was observed approximately 3cm up the right side of the vertebra during intra-operative imaging. It was reported that the viscosity of cement was appropriate and the patient has been asymptomatic. It was also reported that the cement was not stored at 23 (+/- 1) degrees celsius for 24 hours prior to surgery. No further complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.